Manufacturer narrative:
The philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the system. Upon troubleshooting, fse found a faulty k1 relay on the power distribution front panel. Fse installed a new power distribution unit (pdu) front panel and gpd topworks, but the system failed to power up and continued to show the same issues. Further investigation revealed the cause of the issue was one of the main phase wires, which was loose inside the gpdu. To resolve the issue, the pdu in the b-cabinet was replaced and the loose wire was tightened down. The same issue reoccurred after a few days where fse replaced the power distribution module (pdm) module. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system would not power on. No harm was reported to philips. Philips has started an investigation of this complaint.